Event description:
It was reported that the pt would undergo a pocket revision due to the pocket being too deep. The pt is reportedly doing well since the revision. Revision was successful and pt was able to charge. No reprogramming was necessary, and pt is doing fine.

Manufacturer narrative:
This is the final report.